Manufacturer narrative:
The pump was returned and analysis identified residue and wear in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient exhibited withdrawal symptoms and when the hcp examined the pump around (B)(6) 2019 and he found it to be stalled. The hcp attempted to restart the pump but the issue was not resolved. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the pump was not due for a replacement for at least two more years. The pump was replaced and would be returned for analysis. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the patient was receiving sufentanyl (800 mcg/ml at 5.09 mcg/day), clonidine (160 mcg/ml at 1.02 mcg/day), morphine (5 mg/ml at 0.0318 mg/day) and bupivacaine (3.5 mg/ml at 0.0223 mg/day) via an implantable infusion pump. No further complications have been reported as a result of this event.